Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smart touch electrophysiology catheter, and a deflection inadequate issue occurred. During the operation, the catheter could not deflect. A second catheter was used to complete the operation. No adverse patient consequences were reported. The deflection inadequate issue has been assessed as not reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. This event is being reported because the bwi failure analysis lab received the device for evaluation on (B)(6) 2018 and found the peek housing transition with the tip lumen cracked and open with a small amount of metal exposed, reddish-brown material in the polyurethane margin, and the tip of the lumen with a few bumps down from transition area. The observed reddish material in the polyurethane margin and bumps in the transition area have been assessed as not reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. The cracked lumen tip with metal exposure finding has been assessed as MDR reportable. The awareness date was reset to (B)(6) 2018.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and a deflection inadequate issue occurred. During the operation, the catheter could not deflect. The investigational analysis completed on 11/13/2018. The device was inspected and the peek housing was found cracked, with small metal exposed, reddish material in the polyurethane margin, and bumps were observed. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. The magnetic sensor functionality was tested on the carto and the catheter was properly visualized with no errors observed. The force sensor feature was tested and it was found to be working properly. The force values were observed within specifications. Cool flow pump testing was performed and found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. Deflection testing was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine. The t bar was found slid down causing the improper deflection condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the t bar slippage and the peek housing damage cannot be determined, however, an internal investigation created to investigate this issue. Manufacture reference no: (B)(4).